Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Enduser advised the right side of the walker will not close and lock. The weld under the release button on right side is broken.